Manufacturer narrative:
MFR dates for all devices: unk.

Event description:
Indication for procedure: unk. Procedure: no info other than a pt death during a laser lead removal case was provided to the MFR. Multiple attempts were made by the MFR with no success. Analysis: no devices were returned to the MFR as they were disposed off during the code. Pt's outcome: pt expired.